Event description:
Dealer states that the unit has low o2 concentration of 65% and there is white dust on sieve beds. Replacing part number 1165099 sieve beds under warranty.(B)(4) additional non-reportable complaint for this device; dealer alleges that the unit compressor is making a loud noise.